Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 448 mg/dl with moderate to high ketones identified as dangerous by a healthcare provider (hcp). The customer attempted to self address bg via a correction bolus. Upon ER admission the customer was treated with manual injections to address bg which reportedly resolved the issue. System check with tandem technical support confirmed that the pump was functioning as intended. However, reportedly the customer is using insulin and cartridge's beyond labeling. Tandem technical support educated the customer to replace the cartridge every 48 hours if using humalog. Customer was released from the ER the same day with no permanent damage.